Event description:
Consumer alleges while using the heating pad she received a burn to her body. There was not a report of property damage(s) with this incident.

Manufacturer narrative:
Consumer discarded the product. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.